Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 85-year-old male patient underwent stent placement in the left lower limb. Post-procedure, foot drop was observed, and imaging revealed a 2 cm subfascial hematoma at the puncture site. The hematoma resolved without symptoms. The patient status unknown

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. The relation of the product on the foot drop and the hematoma could not be verified. A manufacturing related issue could not be found. In this case a device deficiency/ malfunction was not experienced during the procedure; the lesion was pre and post dilated. Information about introducer and guidewire used was not provided. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. And 9f introducer for a stent diameter of 14 mm, 0.035 inch (0.89 mm) diameter guidewire. Hematoma, puncture site was found mentioned under potential adverse events. E1, g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 85-year-old male patient underwent stent placement in the left lower limb. Post-procedure, foot drop was observed, and imaging revealed a 2 cm subfascial hematoma at the puncture site. The hematoma resolved without symptoms. The current status of the patient was unknown.